Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Please disregard 0001825034-2018-00646-1 as it was submitted in error. The event remains reportable.

Event description:
It was reported that the patient initially underwent a left knee procedure. Subsequently, the patient underwent a manipulation six weeks post-operatively due to poor flexion.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the patient underwent initial left knee procedure on unknown date. Subsequently, the patient underwent a manipulation six weeks post-operatively.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to not be reportable. The operating surgeon confirmed that the manipulation was indicated due other reasons and is not related to a product issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.